Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results. The device was returned to olympus for inspection and the customer's allegation was confirmed. The device evaluation also found a cut on protector and corrosion on coupler unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
The intended diagnostic procedure (mic) was completed with the same device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head cable was broken. The issue was found after the surgery. There were no reports of patient harm or involvement.

Event description:
The intended diagnostic procedure (mic) was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to inform correction to section d4 of the initial MDR submitted and additional information from the customer. D4 serial number is corrected - the correct serial number is (B)(6). Please refer to the following sections for the new information: b3, b5, d4.